Event description:
On two occasions has had dexcom g7 15 day sensor wire filament break off into skin. Type 2 diabetes. Pt: 2687. Device: 2907. Ref: mw5189795. This report captures dexcom g7 15 day sensor #1.